Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896688 and gd896399 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with vancomycin and gentamycin intraperitoneally (dosage, duration, and frequency not reported) for the peritonitis event. One day after admission to the hospital; the patient was discharged. The patient has recovered from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested but is not available. This is report 1 of 4.